Event description:
On 2025-apr-14: information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable n eurostimulator (ins). The patient handset was taking 20 minutes to connect to the device. To troubleshoot, the rep asked the patient to close out of the apps after using and ensured the communicator was on and charged. The cause was unknown. The issue was ongoing. On 2025-apr-15: the rep mentioned they had already filed a report, but the patient (pt) had some connection issues between handset and ins. The rep had been working with the pt, and the pt said they would get to connecting screen and the connecting screen would display for 20 or so minutes without moving on, and the pt could not consistently connect handset to ipg or communicator. Technical services (tss) reviewed possible troubleshooting steps. The rep also mentioned they had reviewed some general troubleshooting including keeping the communicator charged, closing all apps, and keeping phones apart. The rep also mentioned system error message: 0x67255b8. Tss suggested pt call patient services if issue persisted after training pt on reset of communicator/handset. The rep did not collect serial numbers from the pt. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 977119, serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurosti mulator product ID: tm91scs, serial# unknown, product type product ID: a72400, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.